Manufacturer narrative:
We checked the returned unit and confirmed that the laser cut filter cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the laser cut filter. In addition, we confirmed that the segment loose, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the insertion flexible tube (ift) lump/wave, and the bending rubber steel braid piercing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).